Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301020 ¿ arcos modular revision system bowed tapered splined distal stem ¿ 216720; unknown ¿ freedom constrained all poly liner ¿ unknown; unknown ¿ freedom constrained type 1 taper - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05869.

Event description:
It was reported patient visited the ER for having bleeding from incision approximately 2 weeks post right hip revision surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.